Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the small battery drive device was not working. The event was not reported to have occurred during a surgical procedure. It was not reported if there was patient involvement. It was not reported if there were any delays to a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was not working was confirmed. An assessment was performed and found that the device was running loud and whining. The assignable root cause was determined to be due to worn components from normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.